Manufacturer narrative:
She later stated that she used fire & ice sub brand, but did not provide info to confirm whether fire & ice product is directly associated with this complaint. For further eval, church & dwight co., inc. Has requested the following from the user: the product, its original packaging, and completion of an event questionnaire. To date, the requested has not yet been returned.

Event description:
On (B)(6) 2011, a consumer reported by email that she had "a diagnosed yeast infection." However, on (B)(6) 2011, the consumer sent an update email that stated "rather than getting a yeast infection like originally told by the dr, I have a urinary tract infection."